Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Kan p, kestle j. Lack of efficacy of antibiotic-impregnated shunt systems in preventing shunt infections in children. Childs nerv syst 2007 july; 23(7): 773-777.

Event description:
The reviewed literature article contained a study of 65 children with a total of 80 csf shunt procedures in the control group. The shunts used unspecified medtronic standard silicone shunt catheters. The source literature reported that there were 7 shunt infections, and 48% shunt failures.